Event description:
Product information was obtained. Analysis of the returned serial cable was completed. The cause for the error message is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, not further anomalies were identified.

Event description:
It was reported that the neurologist¿s tablet device had a faulty usb adaptor. The connection between the usb adaptor and programming wand was reported as ¿bad.¿ the neurologist was unable to perform interrogations and the tablet displayed an ¿unable to open port¿ error message. The faulty usb adaptor was returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Manufacture date, corrected data: previously submitted MDR inadvertently did not include the manufacture date.